Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not using antibiotics, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the patient was not in compliance with the IFU by touching/picking at the wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is patient non-compliance by touching/picking at the wound (user error-patient).

Event description:
Implanting clinician reported redness at the incision site and prescribed antibiotics. The condition did not improve, and an explant was conducted on (B)(6) 2021. No further issues have been reported.